Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.(B)(4).

Event description:
Allegedly used an alternate plate but broke the screw head off during the case because of the torque on the head trying to aim towards the tibia. The case otherwise went fine.